Event description:
As reported, the initial total shoulder arthroplasty was performed on this female patient¿s right shoulder on (B)(6) 2010. On a later date, the glenoid component had been removed, and the patient had a hemi shoulder left. Reason for revision is unknown. No further details are available to be provided on the case.

Manufacturer narrative:
Section h10: (h3) as reported, the initial total shoulder arthroplasty was performed on this female patient¿s right shoulder on (B)(6) 2010. On a later date, the glenoid component had been removed, and the patient had a hemi shoulder left. Reason for revision is unknown. No further details are available to be provided on the case. In a review of the labeling and IFU 700-096-060, it is a known complication that excessive activity and trauma affecting joint replacements have been associated with premature failure. Also, fracture, migration, loosening, subluxation or dislocation of the prosthesis or any of its components, and any of which could require intervention or revision. Upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is unknown at this time. (H6) evaluation codes: 3190, 2993. Section h11: *the following sections have corrected information: (b5) as reported, the initial total shoulder arthroplasty was performed on this female patient¿s right shoulder on (B)(6) 2010. On a later date, the glenoid component had been removed, and the patient had a hemi shoulder left. Reason for revision is unknown. No further details are available to be provided on the case. (G3) report source: should of had check for health professional.

Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that the original total shoulder arthroplasty was performed on this female patient¿s right shoulder by dr. (B)(6) at (B)(6) medical center on (B)(6) 2010. On a later date, the glenoid component had been removed, and the patient had a hemi shoulder left. Reason for revision is unknown. No further details are able to be provided on the case. Revision was discovered once receiving information about second revision with dr. (B)(6) on (B)(6) 2019 (1038671-2019-00444).